Manufacturer narrative:
The event occurred in (B)(6).

Event description:
The caller reports a piece of lancet from the coaguchek lancet was stuck in his finger. No medical treatment required. Requested return of suspect device.